Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Visual examination of the returned product identified damage to the screw head, underside of the screw head, thread, and taper between the threads. Damage includes nicks, gouges, deformation, and wear. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item number 00877703604, item name bioloxâ® option, head, xl, ã¸36/+7, taper 12/14, lot#3047888. Item number 00877501136, item name bioloxâ® delta ceramic taperliner, size jj / 36 i.d. For use with 54 mm o.d. Size jj shell , lot # 2986194. Item number 00875705202, item name shell with multi holes porous 52mm o.d. Size ii for use with ii liners, lot # 643109985. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2021-00390 and 0002648920-2021-00392.

Event description:
It was reported the patient underwent a hip procedure. Subsequently, patient was revised due liner fracture and screw migration (1) month post implantation. Patient reported squeaking noises of the implanted product, but no pain. X-ray showed tilted inlay therefore revision surgery was planned. During the surgery it was noticed that the liner implant was fractured. Reason for fracture according to surgeon: femoral head implant moved due to compression of the bone, which caused the screw to move and apply pressure to the inlay. Inlay, screw and shell was removed. Augment placed and new shell cemented in place because the new continuum shell could not be placed stable otherwise. Attempts have been made and additional information on the reported event is unavailable at this time.